Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as software bug caused by deletion of patient/study from the patient browser during "start examination". The customer was not following the recommended workflow to avoid orphan study issues. It was determined by the user that the "report generator" tool did not open after "start examination" so the user carried out: "delete patient/study from patient browser"; therefore, causing "sensis system crashed". The customer should have: "close examination" then "delete patient/study from patient browser" to avoid "sensis system crashed'. Customer was missing step 6.a. [Close current exam patient/study] within recommend workflow [only used at linz to avoid orphan studies [image #8]]. The application crash is a result of user error in using a workaround. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in austria: (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During an emergency procedure, a patient suffered a cardiac event. At that time, there was no ECG and no patient monitoring available and the system had to be rebooted. We are unaware of any impact to the state of health of the patient involved.